Manufacturer narrative:
Manufacturer ref no: (B)(4). Baxter received and evaluated the device. The reported "system error 322" was confirmed through review of the event history log. It has been determined that the upper and lower auxiliary were the failing components which caused this error. The upper and lower auxiliary assemblies were replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate.

Event description:
It was reported that a spectrum pump displayed system error 322. Any patient involvement, injury or medical intervention is unknown.